Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased lead impedance and increased capture were noted on the lead. During the lead replacement the set screw was hard to loosen up. The physician also had difficulty with fully inserting the lead in the generator. Inhibition of pacing was observed. The lead was capped and replaced. The device was explanted and replaced. The patient tolerated the procedure well.